Event description:
It was reported that this pacemaker had trouble interrogating with the consult. Technical services (ts) stated the potential cause. The health care professional (hcp) stated that they would pass along the information with the physician. The device remains in use. No adverse patient effects were reported.